Event description:
The device has been explanted.

Event description:
Patient's friend called (with permission) to report "right side deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: crease fold, wear abrasion, and an opening on radius. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient's friend called (with permission from patient) to report "right side deflation." Device remains implanted. Additionally, healthcare professional reports a right side deflation.